Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein a brim cap detachment occurred. It was reported that during the procedure, after going transseptal and pulling the dilator from vizigo sheath, the orange hub cap broke off the sheath entirely. Once the dilator was removed, the piece came off along with it. The physician then took the wire that came with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and inserted into left atrium to remove the defective sheath and replaced it with a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was minimal amount of blood coming back with the hemostasis valve removed due to the quick exchange over a wire. The carto 3 system was operating per specification and was not responsible for the product issue. The sheath was determined to be the root cause of the issue. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure was continued. The patient¿s hemodynamics was not compromised, and no medical/surgical intervention was required to stop the bleeding. Extended hospitalization was not required. The physician did not provide his opinion on the cause of the issue. The detached brim cap was assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary: according to pictures provided by customer, brim cap and hemostatic valve were observed to be detached from the luer hub. A manufacturing record evaluation was performed for the finished device 00001183 number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. However, the device has not been returned for analysis. Therefore, it is s not possible to determine the root cause of the failure. If the device is received in the future, the product analysis will be performed. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).